Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and the customer cancelled the service call. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 2800 system would not make the exposure. No patient injury was reported.